Event description:
It was reported a cardiac catheterization was performed to evaluate chest pain. Right carotid angiography was also performed. During the procedure, a portion of the guidewire or a portion of one of the cordis catheters used broke off and became lodged in the right carotid artery. No attempts were made to remove this broken portion. The pt experienced neck pain and numbness in the extremities. Approx 6 weeks later, medical imaging revealed a foreign body in the pt's right carotid artery.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. It is unk what reorder number this guideright guidewire is and whether this guidewire is heparin coated; therefore, we are reporting this as a 5 day reportable.